Manufacturer narrative:
(B)(4).

Event description:
In a literature review, the following information was obtained. N, saito, et al (april, 2017). "Case report of a contained rupture post abdominal aortic aneurysm repair." Japanese journal of vascular surgery. Vol.26. 121-124. On an unknown date, a patient underwent endovascular repair of an abdominal aortic aneurysm repair using gore® excluder® aaa endoprostheses (item/lot numbers are unknown). Pre-implant measurement of aneurysm diameter was 90 mm. The patient tolerated the procedure without endoleaks present. Later, the patient was discharged of the hospital. On an unknown date (18 months post initial implant procedure), the patient had felt persistent pain around from the left buttock to the left thigh and visited the hospital again. A computed tomography (CT) revealed that the aneurysm sac had enlarged to 100 mm. Also, retro-peritoneal hematoma was confirmed but the patient was hemodynamically stable so that the physician diagnosed the patient with a contained rupture of the aneurysm sac. Endoleaks could not be identified on the CT. On an unknown date, the patient underwent open abdominal surgery. The existing endoprostheses were partially removed and replaced with a surgical graft. Also, it was confirmed during the procedure that a type ii endoleak was present originating from lumbar arteries, therefore, those arteries were ligated to treat the endoleak. The patient tolerated the procedure. 17 days after the surgical reintervention, the patient was discharged from the hospital in stable condition. Further information was not available.